Event description:
The pt reported uncomfortable stimulation in her right arm. During an exploratory procedure, high impedances were observed on one lead. The lead was replaced.

Manufacturer narrative:
The lead failed electrical test performed. Visual and photographic image inspection of the lead found broken cable wires at a kink. The root cause of the broken cable wires could not be determined. Boston scientific neuromodulation corp. Will monitor for failures of this type. This is the final report.